Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two triclips were inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. On (B)(6) 2025, the patient returned with shortness of breath (sob). A transesophageal echocardiogram (tee) was performed and revealed that the second clip implanted had detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3-4. It was noted that the first implanted clip remained stable on both leaflets.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two triclips were inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. On (B)(6) 2025, the patient returned with shortness of breath (sob). A transesophageal echocardiogram (tee) was performed and revealed that the second clip implanted had detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3-4. It was noted that the first implanted clip remained stable on both leaflets.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported recurrent tr appears to be related to the slda. Dyspnea is a cascading effect of the recurrent tr. Tr and dyspnea are listed in the instructions for use as known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.